Event description:
It was reported that during a transcatheter aortic valve implantation procedure, the patient had calcified anatomy with calcified native aortic leaflets and calcification at the annulus level at the mitral-aortic continuity. Pre-implant dilatation was performed with a 22 × 40 mm balloon. The valve was positioned and released in a good position with an implant depth of approximately 3 mm; however, after release the valve was noted to be constrained and paravalvular leak was detected on aortogram. Post-implant dilatation was performed with a 24 × 40 mm balloon using rapid pacing, and while the balloon was inflated the valve was reported to be stable on fluoroscopy and to have reached good expansion. After post-implant dilatation, the valve was observed to dislodge, moving a few centimeters above the annulus, and then it migrated further into the ascending aorta and stopped near the aortic arch at the level of the innominate artery. The valve was snared and stabilized at the aortic arch level. A second medtronic valve was then loaded, implanted successfully, and post-dilated, and the second delivery catheter system was removed. To complete the procedure, the snare was removed from the first valve, the first valve lost its stable position and began floating in the ascending aorta; despite several attempts, it could not be re-anchored. The operators proceeded with open surgical removal of the floating valve. Transesophageal echocardiography confirmed the second valve was functioning and well working, and the patient was reported alive.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0013389683); product type: 0195-heart valves; implant date na; explant date; product ID evfxplus-29 (serial number: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2026; explant date . A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.